Event description:
During evaluation of a returned homechoice machine, seven increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2013 at 21:06:05. During night drain cycle twenty-two, the patient's ultrafiltration reading was 10657ml, indicating the home patient (hp) drained 10657ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.